Event description:
The pt underwent a unilateral 2 level decompression at l4/5 and l5/s1. After gaining access with the baxano ipsi probe and localizing the nerve root with the baxano neurocheck device, the right l4/5 and l5/s1 foramen were decompressed using the 10 mm and 7.5 mm baxano microblade shaver devices, respectively. The baxano representative present at the case noted an estimated blood loss of 100 cc. Postoperatively, the pt complained of pain in the right groin and had weakness of the iliopsoas. An MRI of the lumbar spine showed a hematoma at l4/5 on the right, dorsal to the psoas and displacing muscle, but ventral to the intertransverse ligament. Because of ongoing pain and an inability to bear weight or ambulate, the pt was taken to surgery (B)(6) days later on (B)(6) 2011, to aspirate the hematoma. During surgery, bleeding was encountered from a large arterial vessel which was immediately anterior to the l4/5 foramen and was difficult to coagulate. A CT scan was performed which detected blood in the retroperitoneal cavity and the pt was sent to ICU. The pt received 3 units of packed red blood cells while a general surgeon was brought in for consultation. Because of ongoing bleeding (noted by a decrease in serial blood counts), the pt underwent an angiogram which revealed an avulsed l4 segmental artery. No active bleeding from the vessel was observed during the angiogram. The interventionalist proceeded to insert coils to embolize the vessel. The pt was held in the hospital over the weekend and then discharged. The pt was seen postoperatively in the office on (B)(6) 2011. He is ambulating 2 - 3 blocks a day and continues to take pain medications for groin soreness. A neurological exam of his right leg was intact with the exception of right thigh numbness. The surgeon stated that the bleeding in this case was due to anomalous vasculature rather than a device problem. No device defect was alleged. Since the surgeon cannot rule out the baxano devices, we are submitting initial reports for each possible baxano microblade shaver device associated with this event (a total of two reports, numbers 3006324586-2011-00015 and 3006324586-2011-00016).